Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the transmitter did not blink when connected to the sensor. The customer's blood glucose level was 12.2 mmol/l. Troubleshooting was performed and it was noted that when they removed the sensor the cannula was missing. The product will return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We found sensor cannula retracted inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returning it opened and used.